Event description:
It was reported that the patient had not felt stimulation in two days. It was noted that the patient was in rehab. The patient was in group (a) at 1.0 volts, and was "at 0.20". The healthcare provider (hcp) increased stimulation above 1.0 volt, at some point and the stimulation was hurting her until it was turned down. At the end of the report, the patient had the stimulation that she needed; the action resolved the reported issue. Information regarding if the patient still had concerns with their device or therapy has been requested.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_ext, lot# serial# unknown, implanted: (B)(6) 2007, product type: extension. Product ID: neu_unknown_lead, lot# serial# unknown, implanted: (B)(6) 2007, product type: lead. (B)(4).